Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The doctor reported via phone call of high blood glucose readings and hospitalization. The doctor called to see if the pump is working correctly. The bolus settings were checked and nothing was out of the ordinary. The doctor declined to troubleshoot for high blood glucose readings.